Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient experienced inappropriate high voltage shock therapy in (B)(6) 2018. It was noted that the implantable cardioverter defibrillator sensed an atrial fibrillation rhythm and delivered therapy. Upon examination of her implanted system, it was noted that the lead exhibited dysfunction, impedance anomaly, and early signs of lead fracture. It was unclear which lead exhibited this anomaly. On (B)(6) 2018, the patient presented to the hospital for a lead extraction. The physician experienced difficulty withdrawing the right ventricular lead. The lead was eventually removed and replaced successfully. The atrial lead was tested and found to be functioning properly. The atrial lead remained implanted. The patient tolerated the procedure well and was discharged from the hospital on (B)(6) 2018 in stable condition. Additional information was requested but not yet received.